Event description:
In this event it has been reported that reciproc blue file broke. As of this MDR injury is unknown. Additional information and product has been requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding any patient injury/outcome and product information has been requested and will be submitted as it becomes available.

Manufacturer narrative:
Investigation found the involved product that broke during use was not returned and cannot be analyzed. According the provided picture on which the broken file is visible, we can see that the breakage occurred at the base of the active part. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1738118, #1740873, #1743415, #174259, #1741879 and #1742245). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).